Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor rx balloon was used during a removal of bile stones procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during the procedure, after removal of the bile stones, the balloon would not deflate. Though the attempt was made several times, the balloon still did not deflate. Therefore, the physician removed the syringe from the balloon catheter and attached it again, drawing back the plunger, and the balloon was able to deflate. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: the catheter shaft was inspected for cosmetic defects and c-channel was found to be torn towards the balloon. This defect is consistent with an excessive force being used during guide wire removal from the channel. The balloon was inspected and no damage to the balloon was noted. The balloon was inflated and deflated using the syringe enclosed and no defects were noted, the balloon was able to deflate without any issues. The balloon was inflated and deflated several times and each time the balloon deflated with no issue. The reported defect of balloon deflation difficulty was not confirmed, however, deflation issues could occur due to some procedural/anatomical factors encountered during use, limiting the performance of the balloon. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an extractor rx balloon was used during a removal of bile stones procedure in the common bile duct (cbd) performed on (B)(6), 2012. According to the complaint, during the procedure, after removal of the bile stones, the balloon would not deflate. Though the attempt was made several times, the balloon still did not deflate. Therefore, the physician removed the syringe from the balloon catheter and attached it again, drawing back the plunger, and the balloon was able to deflate. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.